Event description:
It was reported that during interrogation of the patient's subcutaneous implantable cardioverter defibrillator (s-ICD), a charge time (CT) error message was observed. It was noted the device delivered a shock on 25-december-2025 after which it was impossible to perform any impedance calculations. In addition, signals on all vectors were not visible. An attempt to reset the device using an external magnet was performed, but this did not resolve the issue. It was therefore recommended that imaging was obtained to assess system integrity. While awaiting imaging, the patient was hospitalized with therapies turned off. A few hours after hospitalization, x-ray imaging was obtained which revealed the patient had manually displaced the system, pulling the entire electrode into the pocket which resulted in an inappropriate shock and, consequently, the CT error seen on the programmer. Subsequently, the patient underwent a revision procedure, and their s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This electrode remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes use error factors most probably contributed to the event. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: the electrode remains implanted; therefore, product analysis could not be performed. The investigation conclusion code was chosen based on available information which indicates the patient had manually displaced the system, resulting in the reported observations of inappropriate shock and a CT error seen on the programmer. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of unintended use error caused or contributed to event. Risk assessment: a risk review was completed and confirmed that the event of dislodged or dislocated was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that during interrogation of the patient's subcutaneous implantable cardioverter defibrillator (s-ICD), a charge time (CT) error message was observed. It was noted the device delivered a shock on 25-december-2025 after which it was impossible to perform any impedance calculations. In addition, signals on all vectors were not visible. An attempt to reset the device using an external magnet was performed, but this did not resolve the issue. It was therefore recommended that imaging was obtained to assess system integrity. While awaiting imaging, the patient was hospitalized with therapies turned off. A few hours after hospitalization, x-ray imaging was obtained which revealed the patient had manually displaced the system, pulling the entire electrode into the pocket which resulted in an inappropriate shock and, consequently, the CT error seen on the programmer. Subsequently, the patient underwent a revision procedure, and their s-ICD was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. This electrode remains in service.